Manufacturer narrative:
(B)(4). Batch n90m13. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic hysterectomy, the jaws became not to open suddenly, but the jaws did not grasp any tissues. A metal piece was found in the patient and it was retrieved by a forceps without bleeding. No pieces were left in the patient. The doctor felt that too much tissue was clamped with the device. Another device was used to complete the case. There were no adverse consequences to the patient.